Event description:
It was reported that the cement loosened.

Manufacturer narrative:
The catalog number and lot code provided were not accurate. The device was reported as (B)(6) eon stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding cement loosening involving an omnifit stem was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, patient history, operative reports and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that the cement loosened.